Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester tried to cut and seal on a branch using ch-4000. The hospital did not report any pt effects. The product is not returning. The event date and lot number is unk.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).